Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results)-(other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our manufacturer in (B) (4), (B) (4), to submit this event that happened in (B) (6), (B) (6). Problem: on this x-ray system, it was found that strands from the steel rope carrying the "patient support" for infants (baby holder) were cracked. This was identified during a routine service activity and did not lead to any patient or operator injury.